Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-aug-2016: the bayer reference number for the ptc report is: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-aug-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a gynecologist performed the essure removal. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for removal was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was probably implied, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. A product technical analysis has been requested.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 18-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The gynecologist performed the essure removal (date not provided). Follow up information received on 01-jun-2016: reporter mentioned she is not willing to provide more information. (B)(4). Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a gynecologist performed the essure removal. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for removal was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was probably implied, this case is regarded as incident. Further information could not be obtained. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs